Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. Elevate system and intepro lite are also referenced, however, no clarifying information is provided. It is also reported that the patient experienced pain, infection, urinary problems, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had the concurrent procedures of cystocele repair with elevate and rectocele repair with cadaveric fascia lata performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent cystoscopy with macroplastique urethral bulking on (B)(6) 2010 for stress urinary incontinence. It was reported that the patient underwent cystoscopy with durasphere injection on (B)(6) 2011 for stress incontinence and rectocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystoscopy and macroplastique injection on (B)(6) 2014 due to urinary incontinence. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.